Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The customer performed confirmatory testing using a neat sample but no numerical value was obtained. The same sample was diluted as 1:50 and the confirmatory test was repeated, resulting as (B)(6). The sample was repeated on the same instrument, also resulting (B)(6). Additional testing was performed for (B)(6), resulting as (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse also checked the dark count, the dispense ports and the aspiration, the acid and base volume, the reagent probe 3 mechanical alignment, and the aspirate probe alignment. The cse ran quality controls, which were within the acceptable ranges. No instrument malfunction was found. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.